Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited fiber breakage, dents on edge, dents on distal frame, light transmission is low, loose light guide adapter, debris (moisture) under light guide adapter cover glass and debris under objective cover glass. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint fiber breakage, dents on edge, dents on distal frame, light transmission is low, loose light guide adapter is cause traced to component failure and for debris (moisture) under light guide adapter cover glass and debris under objective cover glass is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.